Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer noticed a reservoir leak. The insulin pump also alarmed motor error. Customer unable to detect where the insulin was leaking from. Nothing further reported.